Event description:
Complainant alleged that during biomed testing the device's pacer rate failed to increase accurately as the value was increased. Complainant indicated that there was no pt involvement in the reported malfunction.